Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Blood glucose was in the 120-150 mg/dl range. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.